Event description:
It was reported that the electrocardiogram appears that the right ventricular (rv) lead had some fused beats with undersensing and noise. It was also observed that there could be atrio-ventricular pace with some intrinsic bundle coming through on occasion. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.